Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels in the 40's (mg/dl). Reportedly, the contact was unsure of the cause; however, thought that the customer's insulin sensitivity changing caused the low bg levels. Sugar, food, and set a temporary rate of 80% which resolved the issue. At the time of the reported event, bg level was 148 mg/dl. Recommendation was made to consult with health care provider regarding adjusting the pump settings.